Manufacturer narrative:
This ICD is affected by a field safety corrective action, bio-lqc, initiated in march 2021. The premature battery depletion could be confirmed during analysis.

Event description:
After an implantation period of approx. 48 months, it was reported that the device shows the eri status. The patient was hospitalized. Please note this ICD is affected by a field safety corrective action, bio-lqc, initiated in march 2021.